Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient also underwent implantation of a retropubic midureteral sling. Due to mesh erosion through the rectum and bladder a rectovaginal fistula developed that required a rectal resection and ileostomy placement. Closure of the ileostomy was performed on (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The reason for surgery was rectocele, cystocele and vaginal vault prolapse. The concurrent procedure was an abdominal sacrocolpopexy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistula, recurrence, chronic right scapula pain, anemia, rectal resection and ileostomy. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.